Event description:
It was reported that following an unrelated surgical procedure wherein the ipg was not placed into surgery mode, the ipg became unable to communicate with external device. Troubleshooting has been unable to resolve the issue. Surgical intervention may be taken at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Manufacturer narrative:
Corrected data: the patient's weight was updated to reflect the weight at the time of surgery.

Event description:
Related manufacturer report number: 3006705815-2023-03203. Information indicates that surgical intervention was undertaken on (B)(6) 2023 wherein the ipg was explanted and replaced to address the issue. It was also reported that during the same procedure on (B)(6) 2023 that a lead was discovered to be fractured. As a result, the fractured lead was explanted and replaced on (B)(6) 2023 to address the issue. It is unknown which lead was fractured.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.